Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the dynamic suture revealed the dynamic anchor was detached and not received. The dynamic suture with tensioner were attached to the mesh. Microscopic examination of the detachment end of the mesh showed rough and irregular surfaces indicating stress was exerted on the static side. Blood residue was noted on the sling and the introducers. No abnormalities were noted with the introducers. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. As the information noted the sling was implanted, the detachment of the dynamic anchor most likely occurred during the tensioning process. No information was received to indicate if any difficulties were noted during the tensioning process that may have contributed to the reported complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the first static anchor was placed successfully. The second anchor [dynamic] separated after it was placed. This occurred during tensioning. The physician removed the sling portion and opened a new altis sling. There were no issues with the second sling.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number and failure mode. As the failure occurred during tensioning, there could be multiple potential root causes not related to the non-conformance. Further investigation into this complaint will be executed and a conclusion commented at a later date. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the first static anchor was placed successfully. The second anchor [dynamic] separated after it was placed. This occurred during tensioning. The physician removed the sling portion and opened a new altis sling. There were no issues with the second sling.